Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : sedr01 implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) after passing out due to the right ventricular lead intermittently not capturing. It was noted the patient suffered a cut and bump on the head and a cut around the eye; a head computerized tomography (CT) scan confirmed no broken bones. During the lead replacement procedure, the lead was tugged and the setscrew was tight, however because there was no way to ensure the device was not a contributor, the physician capped and replaced the lead and also replaced the device. No further patient complications have been reported as a result of this event.